Event description:
During the procedure, the physician was not able to deploy the ligation bands. The ligation system was taken off and another same device was used. One varix was captured with another same device. The procedure was not completed and the pt was rescheduled for another procedure.